Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified for the residual liquid/foreign material or the hole in the forceps channel. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a hole in the forceps channel and residual fluid or foreign objects that exited the forceps channel. There was no patient involvement.